Manufacturer narrative:
A ge service rep performed an on site investigation. The cord was found wrapped around the foot switch pressing the buttons. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had uncommanded x-rays. No pt injury was reported.